Event description:
Original procedure date: (B)(6) 2011. Procedure type: three level anterior cervical discectomy and fusion. According to the rptr: two screws partially backed out post-operatively. The screws have not been explanted.

Manufacturer narrative:
(B)(4). No add'l info has been rec'd.